Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of (B)(6) 2025 was reviewed. On (B)(6) 2025 at 21:54, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm resolved on (B)(6) 2025 at 21:59. The alarm did not appear to prevent the controller from supporting the system as intended while the driveline was connected. The driveline was disconnected on (B)(6) 2025 at 11:42, and the controller was shut down, consistent with the reported controller exchange. No other notable events were observed in the data reviewed. The system controller and backup battery returned for analysis. The system controller passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Provided information indicated that the alarm resolved with a controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a backup battery fault. The system controller was exchanged in clinic. Log files were submitted for review. The event log file confirmed the backup battery fault. It appeared the emergency backup battery was not passing the load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.